Event description:
Patient had 2nd and 3rd degree burn on inside of right leg. Center of 2nd degree burn was directly under thermocouple (temp sensor) and extended approximately 1.5 cm to either side and 1 cm above and below. 3rd degree burn was along leading edge of grounding pad. Burn team and plastic surgery consulted and providing follow up care. Generator checked by biomedical engineering and was operating properly. Case was a renal rfa for patient with a left partial hip prothesis. In accordance with rfa procedure manual, both thermopads were placed on opposite leg at same level. During ablation, power reached max of 223 watts and remained at that level of approx 6 minutes before reaching target temperature of 105c. Ablation was 4cm using talon semiflex probe and physician remained at target temp for 8 minutes. Thermopads read max temp of 41 and 38, and ice bags were placed along leading edge of pads when temps reached 40c.